Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the usb port on the communication sled was broken off the circuit board. A field service engineer replaced the communication sled and contacted csc medbank support for configuration to resolve the issue. A technical support specialist confirmed that the cabinet controller interface board had been replaced by a field service engineer, who also implemented the necessary network configuration for the drawer network. As a result, the drawers are now visible in both the tester and the cubex application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, nurse was unable to log in to medbank or access medications after rebooting medbank multiple times. The monitor displayed an error stated that there was an issue with the fingerprint scanner application and also no power to the drawer. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.